Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The connectors of the tigerpaw system ii device were not engaged. It's assumed that sutures were used to complete the procedure. No known patient effect.